Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Upon visual inspection, engineering observed that the tissue bag was detached from the introducer. A portion of the bag, which was connected to the guide bead, had been separated. Based on the condition of the returned unit and additional information received from the complainant, it is likely that the tissue bag was cut by an instrument for easy removal of the bag from the trocar. There was no report of device malfunction. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: cholecystectomy [surgeon] was using the cd001 for retrieving the gallbladder during a lap. Chole. He used reusable trocars from [competitor]. (Operating room staff) described that the sharp tip of the trocar damaged the bag during the extraction. Additional info received from rep on september 10, 2017: the tip of the trocar did not puncture, tear or scratch the retrieval bag. The gallbladder did not slide back into the abdominal cavity. The trocar that was used for the inzii bag had a 12 mm diameter. The surgeon does not have a picture of the bag or the damage on the bag. Additional info received from rep on september 14, 2017: the bag was most likely damaged outside the abdominal cavity. The bag is removed together with the trocar, the cord is severed, the applicator is removed from the trocar and the trocar is replaced. It's likely that in this case the bag was simply cut as well (so not only the cord was cut) and part of it remained in the trocar. This means that the bag wasn't faulty. This incident was discussed internally in the hospital and the correct use was pointed out. Type of intervention: n/a. Patient status: the patient did not receive an injury.